Event description:
It was reported following a low anterior resection procedure, the pt presented with a leak several days post-op. There were no other details given. Device was discarded. See scanned page. Add'l info received on 12/16/2009: physician said that he was not blaming the stapler, but just wanted us to make sure through some inservicing. Asked him many of these questions and he said about two weeks post op, small leak found with scan when presented with fever. Placed CT guide drains. Pt is doing well.

Manufacturer narrative:
Info is unavailable; device was not returned for eval. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determined if further investigation is warranted.